Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for ''bedside cleaning for the scope is not performed'' could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 5 reprocessing the endoscope (and related reprocessing accessories). 5.3 precleaning the endoscope if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronochofiber videoscope experienced insufficient or incorrect reprocessing. There was no bedside cleaning being performed on the scopes. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation. The customer stated that the scopes are transported across the hall to decontamination to be cleaned. The olympus endoscope support specialist (ess) explained that the proper procedure is to clean all scopes at bedside prior to leaving the room, even if going directly to a cleaning area. The ess explained that the cleaning for the ebus 190 series scope required a different process than the series 180 scope and if the instructions for the 180 series was used for the 190 series, it was not in accordance with instructions for use. The ess sent the manual for the device via email to the customer, which included the bedside cleaning as well as the reprocessing steps. Should additional relevant information become available, a supplemental report will be submitted.